Manufacturer narrative:
This report is submitted on january 29, 2024.

Event description:
Per the clinic, the patient experienced an infection and wound breakdown at the incision site (specific date not reported). Subsequently, the patient was treated with oral antibiotics for a week (specific date not reported); however, the issue could not be resolved. The patient was again treated with oral antibiotics for two weeks (specific date not reported); which have improved the healing. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.